Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chest pain. A chest x-ray was performed, and it was observed that the tip of the right ventricular (rv) lead had dislodged, perforated and exhibited no capture. It was further noted that pneumothorax was observed. The rv lead was repositioned and remains in use. The pneumothorax was still present and the patient will be monitored. No further patient complications have been reported as a result of this event.